Event description:
Due to smoke observed, the busbar on the glp track end was inspected and found it had some loose wires. No impact to patient management or user safety was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The abbott automation solutions (aas) technical group performed an investigation based on the complaint information. The aas team requested return of the affected parts but were unable to have them shipped for further investigation. However, photos were provided to show additional details of the incident. Investigation showed that visible smoke and odor only appeared at the 5v power supply, and the busbar inner cable did show signs of overheating and deformations, resulting in a loss of connection for the power distribution. Based on the photos, it was identified that a bent cable in the connection area may have contributed or caused a short circuit or an isolation error to the grounding. The issue was resolved by part replacement. A review of the complaint tracking and trending did not identify any trends related to the current issue for glp pwr busbar 3m/5/25a. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the glp track end, serial (B)(6), or glp pwr busbar 3m/5/25a was identified.

Event description:
Due to smoke observed, the busbar on the glp track end was inspected and found it had some loose wires. No impact to patient management or user safety was reported.